Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implanted pump for spinal pain. It was reported that the patient went in for a refill and had magnetic resonance imaging (MRI) on (B)(6) 2024 but did not follow-up with providers after. The caller stated the patient was not symptomatic and there was no volume discrepancy but they wanted to make sure the pump was still functioning and was okay to refill. Technical services (ts) walked through reinterrogating pump and checking logs for motor stall recovery.